Event description:
I am submitting a complaint regarding accu-chek's -roche- aviva blood glucose meter kit, but not the meter itself instead the lancing device and the instructions in the manual for the lancing device called accu-chek multiclix. The lancing device was included in the kit. The manual is titled "accu-chek aviva blood glucose meter, owner's manual" on page 26 of the manual instruction number 6 reads "gently squeeze your finger to assist the flow of blood this helps you get a blood drop. Touch the drop to the tip of the yellow window of the test strip." It also shows a picture above it of a person squeezing their finger to obtain a blood sample. My complaint is this instruction goes against basic blood sample instructions for blood glucose monitoring. I have been to major medical institutions' diabetes training programs across the us and the certified diabetes educators and doctors instruct pts not the squeeze the finger to force enough blood for a sample. There are medical studies showing milking the blood from the finger can cause inaccurate results. This is even information posted on the FDA's own website. Http:/www.FDA.gov/cdrh/avid/homeuse-glucose.html-common problems with the use of glucose meters - see chart under this section which reads "squeezing fingertip too hard because blood is not flowing," "false low", "repeat test with a new sample from a new stick." In all of my educational experiences I have been told not to even milk the finger because it will cause inaccurate results. I called aviva's customer service and even spoke to a supervisor. She told me she herself instructs people to "milk" their fingers to get enough blood for blood glucose testing. Io brought to her asttention, my above concerns and she said there was no one else to report it to and there shouldn't be any concerns. I even asked for their regulatory person and was refused. Pts with diabetes in this country rely on blood glucose meters to make crucial decisions on insulin dosages, food, exercise and even if their blood glucose levels are at a safe level to do activities such as driving and sports, etc. When I used the accu-chek multiclix it doesn't have enough force to it even on the highest/strongest setting to obtain a sample from my finger without squeezing, so I stopped before continuing the testing process and went back to my old lancing device. The FDA shouldn't have let this be written in the manual and perhaps, they should start regulating lancing devices if companies are not designing them appropriately. The other issue is the safety factor in instructing someone to "milk" or gently squeeze your finger to assist the flow of blood" because that is an abstract instruction and hard to define precisely. What is gentle to one person is a hard squeeze to another and there is no way to measure milking versus an incorrect amount of pressure in squeezing. Quite frankly, it shouldn't be done at all, instead the finger should be lanced by a lancing device that can obtain an adequate blood glucose sample without following up with force of any sort.